Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to inflate was confirmed. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating and the balloon pressure should not exceed the rated burst pressure (rbp). The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery that was moderately calcified and 70% stenosed. The trek rx 3.5 x 15 mm balloon dilatation catheter completely failed to inflate after several attempts. Another balloon dilatation catheter was used to complete the procedure. There was no resistance during removal of the protective sheath however the balloon was not submerged in saline prior to use. The device was prepped (air aspiration) outside the anatomy prior to use. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.